Event description:
Customer reported testing with device at noon but does not recall results. Customer stated device was reading high. Customer's family member stated customer went into a "diabetic coma" and passed out at 11:00 pm. 911 was called. Emergency medical technician (emt) was called and their device = 37 mg/dl. Customer was taken to hospital where they remained for 48 hours prior to being released. No treatment received. No controls used. A request was made for return product and replacement product was sent.